Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited unstable thresholds since implant, high thresholds, and no capture at maximum outputs. It was also reported that the high lv lead outputs were causing diaphragmatic and phrenic nerve stimulation. The lv lead was inactivated. No further patient complications have been reported as a result of this event.